Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump during a bolus delivery attempt. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 199 mg/dl. Nothing further was reported.